Event description:
It was reported that the trigger broke off of the system 7 v-notch sagittal saw during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported disassembly of the trigger was duplicated by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that the trigger broke off of the system 7 v-notch sagittal saw during cleaning at the user facility. There was no patient involvement and no adverse consequences associated with the device.